Event description:
Neurotherm was notified about an incident involving the use of a epidural catheter during a medical procedure. The catheter was inserted into the pt during a normal course of treatment. When the physician went to remove the catheter, resistance was felt. The physician states that he spent ten mins trying to pull the catheter free. The instructions for use included with the device clearly states "pre-caution: never tug or quickly push, or pull on the catheter during advancement, placement, or removal from the pt". When he felt the catheter was loose he pulled it out and realized that part of the catheter was left behind. X-ray images confirmed a 2-3 cm long piece of the catheter was left in the sacral hiatus. The pt has not reported suffering any injury, illness or side effects as a result of the incident. The facility chose not to return the device to neurotherm for investigation. The local neurotherm rep visited the facility to evaluate the product.

Manufacturer narrative:
Based on the analysis of the device and the communication with the physician, it appears that the device became caught during removal. To dislodge the device the physician tried to pull it free. The IFU included with the sale of every device states "pre-caution: never tug or quickly push, or pull on the catheter during advancement, placement, or removal from the pt". Based on the analysis of the device, it appears that the pull force was great enough to break the two layers of insulation and safety wire. Neurotherm concludes that this event was user error and the appropriate warnings are already in place on the IFU. No further actions are warranted.